Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was fully depleted and did not last as long as it should have due to the patient's dependency. The ICD is to be replaced as soon as possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).